Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that patient had a catheter fractured in the spine, back in (B)(6) 2012 and experienced "severe withdrawal". It was indicated that ¿patient¿s legs usually could not move at all but when patient was in withdrawal individuals could not hold down legs at all¿. It was added that patient described the legs as "flying all over the place¿. It was noted that patient healthcare provider (hcp) could not figure out catheter had "cracked". It was reported that catheter was revised and patient was able to resume therapy. The catheter was replaced on (B)(6) 2012 but could not verify the date. The pump was being used to deliver baclofen.